Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - review of quality records for chronic lead. The explant of a recently implanted defibrillator due to a reported infection resulted in the removal of this lead. Final analysis found that the insulation was abraded from 24.9 cm to 25.9 cm from the distal tip. Abrasions are indicative of exposure to constant friction with another implantable device.